Event description:
The asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter/housing, the vacuum manifold assembly, and the injector valve. He performed system verification and ran an empty cycle. The unit was performing within manufacturer specification.